Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had sensor failure after warm-up 2 days after the sensor was inserted into the abdomen. The patient reported that his sensor failed on (B)(6) 2024 around 11pm. Approximately three hours later, the patient became symptomatic and was experiencing rapid respirations, confusion, increased thirst, and vomiting. The patient¿s last known egv (estimated glucose value) was 200 mg/dl. The patient was also wearing a tandem insulin pump. Due to his symptoms, the patient drove himself to the ER (emergency room). At the ER, the patient was diagnosed with diabetic ketoacidosis. The patient was treated with IV insulin and IV fluids. No bg (blood glucose) meter values were provided for this event. The patient was discharged home 2 days later. The patient was normal at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.